Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient needed help ¿programming¿ the device. They changed the batteries in the patient programmer yesterday, but they could not sync with the ins. It was noted that it was ¿not reading anything¿. The patient synced with the ins and saw a por (power on reset) warning screen and a call your doctor screen. It was noted there were no trauma/falls that could be related to the issue and it was unknown if there were any recent medical testor electromagnetic interference environmental exposure. The patient had a loss of therapeutic effect and return of symptoms, and it was noted the therapy was not working right to control their symptoms. Additional information was reported two days later. The patient met with a manufacturer representative and they were able to get everything working. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.